Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from ¿the adapter section¿ of a polyflux 140h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.